Manufacturer narrative:
After further review, in this complaint helium leak issue was not reproduced,making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
After further review, in this complaint helium leak issue was not reproduced,making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had leak in circuit. There was no harm reported.